Event description:
It was reported that the device failed to capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device failed to capture. The device was explanted and replaced. No patient complications have been reported as a result of this event. Follow up indicated that the patient presented to the emergency room feeling dizzy and not feeling well. On telemetry there was failure to capture but device testing revealed no abnormal functions with the lead or device. The patient was re-holtered and the same issues were found. As the source of the issue could not be determined, the lead was capped and replaced as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.